Event description:
Patient had tpn and lipids hung, lipids were being held for 2hr per medical admin record. Nurse went to go change patient two hours later and found a puddle in patient's bed. Nurse then noticed a small crack in the tpn/lipids tubing below the filter. Tpn stopped and d10 hung. The sets currently sent with tpns are baxter products: 2c8519 (primary set) and 2h8603 (1.2 micron filter). We are in the process of switching to a 1.2 micron filter set for the fats (lipids) and a 0.2 micron filter for the tpns. Product code unknown because it is not a stock item for the floor. Tubing not saved.